Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high, to 565 mg/dl. The customer was unable to see a bolus on the screen, changed the battery, and stated that the insulin pump would not rewind all the way. The customer was able to change the set and successfully deliver a bolus. The blood glucose at the time of the call was 600 mg/dl. The customer was advised to change the set, reservoir, and insulin and to treat per a health care professional's instruction.